Event description:
The tubing that connects the filter to the canister lid was missing. It did not come in the box. Another set of tubing was taken from a box in inventory and used for the case.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.